Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject encountered error b30 and could not get video output. The issue occurred during a diagnostic colonoscopy procedure. There was a procedure delay during sedation and the procedure was completed using an olympus backup device. There were no reports of patient harm. Patient was sent home after procedure in stable condition.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded socket pins and a worn-out air joint connector unit inside the socket, which caused an air leak and loss of pressure. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.